Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of a -8.5 diopter became stuck in the cartridge or injection system on 13-sep-2023. There was no patient contact and no patient injury. A longer length lens was implanted and the problem was resolved. Cause of the event in unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).